Manufacturer narrative:
Patient information, patient (B)(6). UDI for hgb161207: (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2016, this patient underwent endovascular treatment for an aneurysm of the left common iliac artery and was treated with gore excluder aaa endoprostheses. Following the implant of the iliac branch endoprostheses, intra-operative imaging showed a slow and poor running blood flow in the hgb161207 internal iliac component. On (B)(6) 2016, follow-up imaging identified the endoprosthesis to be occluded. The reason for the occlusion was thought to have been a potential dissection with the guidewire or a detached thrombus from the aneurysm sac having entered the hypogastric artery. The patient was reported to have presented with both common external iliac arteries and the hypogastric artery being very tortuous. A re-intervention is not planned as there are no occlusion related symptoms. Reportedly, there is still blood supply through an open collateral vessel. The patient tolerated the procedure.